Event description:
It was reported that the guidewire is stuck inside of the farawave catheter and it does not move. No patient complications occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device is expected to be returned for analysis, however it has not been received, another report will be sent when the investigation is done.